Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. The wire guide exhibited coating damage near the 25 cm mark on the distal tip of the wire guide. The damaged coating has peeled back towards the distal end of the wire guide but remains attached and measure approximately 3.4 cm. The length of the coating peeled back on the core wire is approximately 5 cm. No portion of the coating material appears to be missing. A nonconformity that could be related to the observation reported by the user was found in the wire guide subassembly device history review for coating damage. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use advise the user that "for best results, wire guide should be kept wet." The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques include flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A nonconformity that could be related to the observation reported by the user was found in the wire guide subassembly device history review for coating damage. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user that "for best results, wire guide should be kept wet." The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques include flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. The wire stripped [coating damage] during the procedure. The damage occurred at approximately 12 inches (approximately 30.48 cm) from the [distal] end and is approximately 2.5 inches (approximately 6.38 cm) in length. The procedure was able to be completed. No further details were provided, other than the user facility questions if the wire is being stripped on the fujinon endoscope elevator.